Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the rep said they received a message indicating the pt said the ins was turning off for no reason and the ins is charged to 100%. The rep was not with the pt and rep has not talked to the pt yet.